Event description:
It was reported that a dissection occurred and the patient died. The 90% stenosed target lesion, located in the severely tortuous and mildly calcified left anterior descending artery (lad), was pre-dilated with a 3.00 x 8 mm non-compliant (nc) balloon. A 3.00 x 28 mm promus premier was then deployed at 12 atm and post dilated with a 3.00 x 8 mm nc balloon at 12 atm. A major, flow limiting coronary artery dissection was noted. The physician attempted to cover the dissection, however, the patient collapsed and died despite cardiopulmonary resuscitation (CPR) attempts. The official cause of death was heart failure. Per the assessment of the physician, the dissection and death were due to over dilation.